Event description:
A report was received that stated during patient use, the right side of the device flange broke, which allegedly caused stress to the left side of the device flange and caused it too to break. The damage to the flange occurred after 1 month of use. The tracheostomy tube was replaced. No adverse effects to patient were reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the investigation once it is completed.